Manufacturer narrative:
Additional patient identifier: (B)(6). This report is for two (2) unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent hardware removal of retrograde-antergrade femoral nail (rafn), two (2) locking screws, a spiral blade, a titanium end cap, and a distal femur replacement. The hardware removal was due to infection and non-union. The patient underwent an open reduction internal fixation (orif) of the distal femur on an unknown date in (B)(6) 2013 due to a fracture. The patient had a revision with an intramedullary (im) nail on an unknown date in (B)(6) 2014. On an unknown date in december 2016, the patient had the intramedullary (im) nail removed and irrigation & debridement (I&d) performed where an antibiotic spacer and ex-fix system were placed due to infection and nonunion. The hardware used on these previous cases were unknown. The ex-fix was removed on an unknown date in (B)(6) 2017 and the rafn nail was implanted. Patient consulted surgeon and had imaging performed on (B)(6) 2018. During the hardware removal, additional medical intervention done was placement of antibiotic spacer and resection of the distal femur. All the above mentioned hardware was removed intact. The procedure was completed successfully. There was no surgical delay. Patient outcome was good. This report is for two (2) unknown locking screws. This is report 2 of 4 for (B)(4).